Event description:
It was reported that the cetra locking mechanism became disengaged. During a routing 4-6 month follow up the doctor saw the locking mechanism detaching from the plate. No additional details have been provided.

Manufacturer narrative:
The device did not return for investigation. No part number or lot numbers were provided. Additional information has been requested. If the device returns an investigation will be perfomed at that time.